Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Blood glucose level was 503 mg/dl which the customer treated with a manual injection and water consumption. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.